Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and rv (right ventricular) oversensing. Right ventricular (rv) lead integrity warning on (B)(6) 2016 were both due to 2 or more high rate-nonsustained episodes < 220 milli seconds, and the sensing integrity counter > 30 in 3 days. T-wave oversensing was observed on the electrograms (egms). Concomitant products: product ID: 407652, lead, implanted: (B)(6) 2011. Product ID: 507153, lead, implanted: (B)(6) 2007.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for sensing integrity counter (sic) and high rate non-sustained events with possible artifact noted on electrograms. T-wave oversensing (twos) was also observed. A possible micro-fracture was speculated, but it was undetermined. The alert was turned off. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the rv lead was explanted and replaced.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis was performed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The inner insulation of the lead became breached due to a rupture while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. The outer insulation was ruptured.